Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call replace battery now alarm on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for the alarm was performed. Customer's mother advised the device went through batteries every three hours. Customer's alarm history showed they received a low battery alarm before the replace battery now alarm. Customer advised this was the second occurrence of the replace battery now alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specifications and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected replace battery now alarms were noted. However, the power graph analysis confirmed the low battery alarms and an abnormal unloaded voltage at the power management graph due to the non-sleep anomaly software error. The pump was received with minor scratches on the lcd window, case and keypad overlay.